Event description:
It was reported by service report that the motion interrupt pan was hanging down; it was broken off from its shoulder bolts. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan.